Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse cleaned, lubricated, and adjusted the sorter head z-axis assembly and the x,y, and z sorter axis. The fse also replaced the hybrid arm cup transfer and flat cable due to ongoing intermittent cup pickup failure errors. The software was upgraded and the customer verified controls. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the sorter tip z-axis and hybrid arm cup transfer errors was the hybrid cup transfer.

Event description:
On (B)(6) 2017, a customer reported sorter tip z-axis and hybrid arm cup transfer errors with the aia-2000 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.